Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
It was noted during a ccw typical atrial flutter procedure, while in the ra about to map, that there was a blood and air leak. While getting ready to place the advisor hd grid x, it was noticed that blood was leaking from the valve and there was air ingress in the 13fr agilis sheath. It was not determined if the valve broke while inserting the dilator or if it came already broken, but the dilator was inserted prior to the reported leak. The agilis was exchanged for a faradrive (boston scientfic) and the procedure was successfully completed with no patient consequences.